Event description:
A customer reported a cartridge alarm 29 occurring during the load process. There was no reported adverse impact to the customer¿s blood glucose level. The technical support team decided to replace the pump, but no further action was required since the customer declined to speak with renewals at this time.